Event description:
Additional information was requested, received and reported that the wrinkle in retina occurred, before the surgery.

Manufacturer narrative:
As per additional information, patient event code 4581 has been removed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that post implantation of an intraocular lens (iol) he experienced double vision, blurry vision which makes feel off balance, defect with left eye and hard to see computer. He was feeling like looking through tears. He can't see well or focus and also had wrinkle in retina. Additional information has been requested; however, further information has not been received